Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the patient's symptoms was unknown. An MRI was done. No actions or interventions had been taken since the patient felt a little bit fine. The ins was still turned off.

Manufacturer narrative:
Event description: a health care provider (hcp) reported via a manufacturer representative that the patient experienced some swelling along the path of the two leads some days after implant. The patient also experienced lesional effect, dyskinesias, and a little bit of confusion. At the time of this report the patient was hospitalized and under observation. The cause of the event was unknown. It was unknown if any diagnostics or troubleshooting was done. No surgical intervention was taken or planned. The issue was not resolved at the time of this event and the patient was alive with no injury. Preliminary geo assessment: patient has swelling along path of lead after implant. Patient also experience lesional effect, dyskinesias, and confusion. Patient was hospitalized for observation. Cause was unknown. No diagnostics or troubleshooting. No actions or interventions taken. Issue was not resolved preliminary geo conclusion: pli 10/20 - no evidence of device failure/no serious deterioration of patient health ((B)(4), 07feb2017) pli 30 - added for us system reporting ((B)(4), 07feb2017). Concomitant products: product ID: 3389-28, lot# va1aldg, implanted: (B)(6) 2017, product type: lead. Product ID: 3389-28, lot# va1aldg, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced some swelling along the path of the two leads some days after implant. The patient also experienced lesional effect, dyskinesias, and a little bit of confusion. At the time of this report the patient was hospitalized and under observation. The cause of the event was unknown. It was unknown if any diagnostics or troubleshooting was done. No surgical intervention was taken or planned. The issue was not resolved at the time of this event and the patient was alive with no injury.